Event description:
During the procedure, the enterprise stent/delivery system (B)(4) was stuck in a prowler select plus microcatheter ((b)(47)/unk) and would not advance. A constant supply of heparinized saline was used through the catheter, sheath, and microcatheter. No further information was provided, and there was no patient injury reported with the event. The products were returned for analysis.

Manufacturer narrative:
This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00293 and 1058196-2012-00292. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise stent/delivery system (enf452812/1010660) was stuck in a prowler select plus microcatheter (606s255x/unk) and would not advance in the distal third section of the microcatheter. After the event, other devices were used to complete the procedure. A constant supply of heparinized saline was used through the catheter, sheath, and microcatheter. The distal tip of the microcatheter was not re-shaped. After the event, no damages were noticed on the devices. The enterprise delivery systems was not unraveled, stretched, kink, bend, fracture; there was no strut uplift or deformity, etc . No damages were noted on the microcatheter. The target site was the middle cerebral artery (mca) aneurysm with a 5mm broad based aneurysm. No further information was provided, and there was no patient injury reported with the event. The lot number of the prowler select plus is not known; therefore, a device history record review cannot be completed. Without the return of the microcatheter, no conclusion can be made regarding the resistance encountered during advancement of the enterprise vrd at the distal one third of the microcatheter. Therefore, no corrective actions will be taken at this time. The reported inability to advance the enterprise vrd system through the microcatheter could not be fully evaluated since only the stent was received. The stent was received with strut fracture. The cause and timing of the stent fracture could not be conclusively determined; however, the sem analysis and the device history record review did not indicate manufacturing defect or anomaly that could contribute to the event as reported. Based on the report that the resistance during advancement occurred when the stent was at the distal third section of the microcatheter; it appears that the fracture may have occurred secondary to the resistance. The cause of the resistance cannot be determined. Without the return of the concomitant microcatheter no conclusion can be made regarding its relationship to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00293 and 1058196-2012-00292.

Manufacturer narrative:
During the procedure, the enterprise stent/delivery system (enf452812/1010660) was stuck in a prowler select plus microcatheter (606s255x/unk) and would not advance in the distal third section of the microcatheter. After the event, other devices were used to complete the procedure. A constant supply of heparinized saline was used through the catheter, sheath, and microcatheter. The distal tip of the microcatheter was not re-shaped. After the event, no damages were noticed on the devices (enterprise delivery systems (unraveled, stretched, kink, bend, fracture, etc), stents (strut uplift or deformed, etc), or microcatheter, and the stent is going to be returned for analysis. The target site was the mca aneurysm with a 5mm broad based aneurysm. The products were returned for analysis. No further information was provided, and there was no patient injury reported with the event. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00293 and 1058196-2012-00292. Additional information will be submitted within 30 days of receipt.